Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent breast reconstruction on (B)(6) 2011 and a drain was placed. The patient experienced a post operative infection with mrsa and was readmitted to the hospital.